Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Based on photo sample attached, unable to determine root cause of reported problem. However, photo sample attached are inadequate to perform investigation. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was out in bed for post-operative patient. It was found that the balloon was deflated and had a slit on the balloon. As per follow up information on 05aug2020, the catheter was found in the bed and no reinsertion needed because patient was able to urinate. There were no missing pieces of balloon. The balloon was complete.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was out in bed for post-operative patient. It was found that the balloon was deflated and had a slit on the balloon. As per follow up information on 05aug2020, the catheter was found in the bed and no reinsertion needed because patient was able to urinate. There were no missing pieces of balloon. The balloon was complete.